Event description:
Tech alleged that they found a bed on the fourth floor that the left foot brake caster and wheel are missing. No injury alleged by the account.

Manufacturer narrative:
The tech found the wheel and brake caster with a broken stem lying on the bed. The tech replaced the left foot brake steer caster to resolve the issue.